Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated there was no patient involvement.

Event description:
Syr/pca gripper recall-gripper sticking. (B)(4). Bd field tech who is at the account today, this unit's gripper is actually stuck. (B)(4). According to sap, this unit requires syr/pca gripper recall 2017-dom. This unit is in the date range for this recall; the claws stick in the open position and do not return automatically. Affected. Replaced lower housing. Replaced gears & claws as needed. Recall completed. Recall work pending response to (mnr+prp) estimate submitted 6/29, for the following: keypad: incidental. Front case: cracked (bel pres sens). Rear case cracked (lt fr, rt fr, lo rt mid, bt lt fr scr). (Prp). Barrel clamp: cracked (plastic clamp). Tube drive bent (to the left). Drive tube wiper seal cracked. Sleeve very dirty. Iui's: both oxidized. Module latch: worn (actuator only). Unit requires r090 syr/pca gripper recall 2017. Customer has prp coverage for this unit. Unit arrived with sw v9.33.0.5. (B)(4). Recalls required: syr/pca gripper recall 2017-dom. Recall completed. Repairs completed (mnr+prp): plastics replaced: front case, rear case. Other repairs completed: keypad assy (mjr incidental part), barrel clamp, tube drive and sleeve, drive tube wiper seal, iui's (both), module latch. Maintenance actions completed: calibration, pm. Tamper seal: void. "Void" visible under seal. (B)(4). During the repair process, it was determined that the original problem code should have been broke (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.